Event description:
It was reported by the customer ¿we have had a disconnection involving a patient who is not capable of breaking the product on their own. The disconnection happened where the two plastic sections meet, around one inch from the hub. It caused a loss of blood. Additional information received 6/1: it was reported by the customer ¿arterial line disconnected causing blood loss. Catheter break discovered when arterial line alarmed disconnect. Interrupted arterial line monitoring. Patient lost unmeasured amount of blood. Catheter break was external to the patient. No medications were infusing, product was used invasive blood pressure monitoring. Catheter was secured with stitches (not bd product) and then it was hooked to the tubing and statlock (bd product).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer ¿we have had a disconnection involving a patient who is not capable of breaking the product on their own. The disconnection happened where the two plastic sections meet, around one inch from the hub. It caused a loss of blood. Additional information received 6/1: it was reported by the customer ¿arterial line disconnected causing blood loss. Catheter break discovered when arterial line alarmed disconnect. Interrupted arterial line monitoring. Patient lost unmeasured amount of blood. Catheter break was external to the patient. No medications were infusing, product was used invasive blood pressure monitoring. Catheter was secured with stitches (not bd product) and then it was hooked to the tubing and statlock (bd product).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. After additional review of reported event, it was determined there is no injury that meets the criteria for serious injury. The event will be reported as a malfunction.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported, "we have had four disconnections involving patients that were not capable of breaking the product on their own. The disconnection is happening where the two plastic sections meet, around one inch from the hub. It causes a loss of blood but in all the incidences the patients had to undergo another placement of an arterial line." This report addresses the first device.